Manufacturer narrative:
D9: 9/10/2025. One device was returned for analysis of analysis of complaint of delivery inaccuracy. There were no services previously reported. Log events were reviewed and there are no errors related to the customer complaint. Upon investigation, it was found that one of the valves was stuck due to excessive loctite. Also replaced damaged air detector. Probable cause of complaint was due to valve problems.

Event description:
It was reported that the pump was off when they arrived for disconnection. When it was turned back on, the cassette appeared full, and volume read 92 ml. They stated that it had been running and only beeped at the expected end time of infusion and then turned the pump off. The patient was connected to the pump when the issue occurred. A continuous infusion rate of 2 ml/hour had been programmed, with a total reservoir volume of 92 ml with 46 hours infusion. There was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.